Manufacturer narrative:
Section d4 catalog number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported speaking with a bedside registered nurse (rn) who stated that the automated impella controller (aic) briefly displayed a ¿controller error¿ alarm, which resolved almost immediately. The rn reported that all parameters displayed on the aic were within normal limits at the time of the call. Potential reasons for the transient alarm were discussed with the rn, and all questions were addressed. It was reported that a backup aic was available in the patient room. The rn indicated that they would contact customer support center (csc) if any additional issues occurred. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.